Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 34 mm transcatheter bioprosthetic valve, the valve was deployed to 80% and an infold was observed. According to the physician, the infold was a result of right/calcified annulus. The valve was recaptured and withdrawn from the body. A second 34 mm transcatheter valve was loaded onto a new delivery catheter system (dcs). The valve was deployed to 80%, and again, an infold was observed. This second valve was recaptured and withdrawn from the patient. A smaller, 29 mm valve was loaded onto another dcs. The valve was successfully implanted. According to the physician, the patient annular perimeter measured 84 mm, and it was possibly too tight for the 34 mm valve. Of note, a pre-implant balloon aortic valvuloplasty (bav) was not performed. No adverse patient effects were reported.